Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance.

Event description:
It was reported that the navigation ring failed. There was no patient involvement event date not specified: estimate used.